Manufacturer narrative:
A product correction letter was issued on 28sep2020 to all customers with installed alinity ci- series scm notifying them of the issues in software versions (B)(4) and earlier. The product correction letter informs the customer that an abbott representative will schedule a mandatory upgrade of their alinity ci- series to software version (B)(4), and provides customers with necessary actions required to mitigate the issues until the mandatory upgrade is completed.

Event description:
The customer observed error code 5690, sample pipettor movement restricted at rack while processing on the alinity c processing module. The customer replaced and calibrated the probe, and noticed that positioning of the outer sample positioner had poor alignment and missing the target and calibration was completed without any error messages. The customer manually aligned the position, recalibrated the probe, and fount the target and calibration completed successfully. The customer ran quality controls, which all came within specification. There was no reported impact to patient management.